Event description:
During esophagogastroduodenoscopy (egd), there was bleeding at polypectomy site. Resolution 360clip ( boston edison ) was applied to the site. Clip did not deploy. Handle then fell completely apart.